Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional penetration testing and no issues were observed relating to 'laceration' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced laceration below the needle puncture site. The following information was provided by the initial reporter. The customer stated: during a sample collect, the patient presented a plenty bleeding in venous puncture local. When removing the needle, it was possible to observe the patient was with a 1cm laceration right where the inox steel needle was introduced, what could indicate an issue with the medical device. When requested for patient, there was no manifestation of pain or bruise either, in the local affected. 05/20/2021: add info received. Was medical intervention required due to laceration and pain? There was no need. Was there exposure to blood? Exposure of the patient to her own blood occurred when the event occurred.